Event description:
It was reported that the customer received a motor error alarm during priming while doing a set change. The customer's blood glucose was 280 mg/dl. The customer stated that she experienced high blood glucose for the past two days. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that the insulin pump was still attached to the customer while doing a chest x-ray. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.